Event description:
A customer contacted stryker to report that their device would not deliver energy when attempted. As a result, defibrillation therapy would not be available, if needed. There were no reports of harm to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. A third party service agent evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.